Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The initial failure description was "error com" on lpm display. The device was manufactured on 2020-06-09. The device history record (DHR) of the rotaflow console (material: 70104.6405, serial: (B)(6) for which a customer complaint was received, was reviewed on 2020-09-01. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. According to service order: (B)(4) dated on (B)(6) 2020 a getinge service technician confirmed the error message " error com" on the lpm display. The 70101.1681 rfc flow measure board. The reported failure "com error" was already investigated by our lce in complaint: (B)(4) under (B)(4). Most probable root causes could be determined: the cause of the reported error was narrowed down to a defective bus transceiver (ic3). The root cause of this defect cannot be determined in scope of this investigation. The reported failure "error com" was discovered during patient treatment. The device was directly involved in the event and not able to meet its specifications. The failure could be confirmed. According to the rotaflow service manual (service manual / / en / 02; chapter 8, page 49) the error message gives an acoustic alarm and the pump does not stop. The rotaflow switches from lpm mode to the rpm mode. According to the instruction for use (instructions for use / 4.2 / en / 13; chapter 5.3 lpm/rpm mode) the rotaflow can be operated in the lpm and rpm mode. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Err com occurred on lpm display. Complaint ID: (B)(4).